Event description:
It was reported to philips that the device was unable to perform exposure. The user performed a restart, but the issue persisted. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed and completed as planned by using a portal c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not do exposure. Analysis of the system log file identified ippc errors. Upon troubleshooting, the fse identified issue with ippc and hard drives. The defective ippc was return to philips for further analysis. The failure analysis confirmed the malfunction with the ippc and the cause of the failure was dos-lan4-boot. The fse replaced the ippc and hard drives. After the replacement of ippc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.